Manufacturer narrative:
Additional info received on the 28 may 2019: chief of operating room informed that the patient had anterior knee pain during walking on scale and during sit and down position. Only patella swap due to patella loosening. Batch review performed on 18 june 2019: lot 147121: (B)(4) items manufactured and released on 21 january 2015. Expiration date: 2019-11-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 21 june 2019 the r&d project manger visually inspected the retrieved device with the following analysis: revision surgery after 4 years from primary implantation due to anterior knee pain and patella loosening. Articular surface of the explanted and returned patella component looks worn and polished on the lateral side, as expected after 4 years from implantation. This means that the patella, for an undefined period of time articulated properly with the femoral component. The internal surface of the component, intended to be in contact with the bone, looks damaged; craters, dents and scratches can be identified. It is not clear if this signs were caused when the patella was loosened in the joint or during the attempt to remove it in the revision surgery. From visual inspection, no reasons to think that the event was caused by a faulty device arise.

Event description:
About 4 years after primary the patient had anterior knee pain due to patella loosening. The surgeon revised the patella implant successfully.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2019: four years after cemented primary tks anterior knee pain signals loosening of the patellar component. The specific causes for this occurrence cannot be determined with the information at hand. Progression of disease is one possibility, hinted by the intraoperative picture taken.